Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, force was applied to remove the device. It should be noted that the supera peripheral stent system instructions for use (IFU) states: should unusual resistance be felt at any time during stent system removal, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Although it was noted that resistance was noted during device removal, this was due to the tip was stuck therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with other devices and/or the anatomy resulted in the reported difficult to remove. Manipulation of the device resulted in the noted device damages (kinked tip, bunched inner member) and ultimately resulted in the reported/noted tip material separation. The noted shaft kink likely occurred due to handling or during packing for return analysis. The noted clamp marks on the proximal end of the catheter tip likely was a result of retrieving the separated tip via snare. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Device code 2017 - excessive force.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery (sfa). The vessel was prepped with an unspecified 6.0x120mm balloon to nominal pressure. The 6.0x150mm supera self-expanding stent system (sess) tip separated during removal as resistance was felt as it was noted the tip might have been stuck with in the wire. It was noted force was applied to remove the device. The sess was removed under fluoroscopy and the tip was successfully retrieved via snared. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.